Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained values of "107 and 115 mg/dl" for the control solution, which is supposed to produce a reading between 115.0-154.0 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.